Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the ok keypad button was unresponsive when doing the prime step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: device evaluation: the pump has been returned and evaluated by product analysis on 09/10/2015 with the following findings: the complaint regarding the prime issue was duplicated during investigation. During the load step, the piston pushed up until the cartridge was empty. There was no evidence of any warning signals detected in the black box. The force sensor was removed and tested and it was found that the resistance values were out of specification. Additionally, contamination was detected on the sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.